Event description:
It was reported that when opening the blister pack, the inner blister pack, which housed the implant, was stuck to the lid of the outer pack. It was reported that there appeared to be a small hole on the top of the lid of the inner pack. It was reported that the account was concerned with the sterility of the unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.